Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, sion blue guide catheter: heartrail. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion from the proximal to distal left anterior descending (lad) coronary artery, which had mild tortuosity, heavy calcification and 90% stenosis. A 2.0x15mm tenku rx balloon dilatation catheter (bdc) was soaked and air aspiration was performed outside of the patient anatomy prior to use. There was no resistance during removal of the stylet or protective sheath. The 2.0x15mm tenku rx bdc was advanced to the lesion and on the first inflation the balloon ruptured at 8 atmospheres. A non-abbott bdc was used successfully for further dilatation. No adverse patient effects were reported and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.